Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was alleging the insulin pump was under delivering. Customer¿s blood glucose level was 250 mg/dl. At the time of incidence. In addition, customer¿s blood glucose level was 300 mg/dl. Customer reported that the infusion set had bent cannula and they did not received alarm. Customer was treated with injection. The reservoir will not be returned for analysis.